Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse replaced the top lcd display( 0160-00-0127) to correct the reported. All functional and safety checks were performed to meet factory specifications.

Event description:
It was reported that during the fse periodic inspection, cardiosave intra-aortic balloon pump (iabp) had. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6). A supplemental report will be submitted upon completion of our investigation.